Manufacturer narrative:
The event of "keratitis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported an unknown number of xen®45 gts events in unknown eye from an unpublished literature article described as "hyphema, dellen, hypotony with shallow anterior chamber, hypotony viscoelastic fill, and choroidal effusions."

Event description:
Through an updated unpublished article, "the outcomes of 45 um gelatin stent surgery over 24 month follow-up," further reported 111 eyes required at least one bleb needling, 221 eyes required medication to reduce intraocular pressure (iop), 41 eyes experienced hyphema, 8 eyes experienced dellen, 16 eyes experienced hypotony with shallow anterior chamber, 1 eye experienced hypotony with viscoelastic fill, and 10 eyes experienced choroidal effusions.

Manufacturer narrative:
Article citation: ong, j., mukhtar, a., yu, d., & morgan, w. H. "Outcomes of 45 m gelatin stent surgery over 24-month follow-up." Clinical & experimental ophthalmology. 2022 oct 26. Https://doi.org/10.1111/ceo.14181.

Event description:
Additional information provided the published article, "the outcomes of 45 um gelatin stent surgery over 24 month follow-up."